Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a single level, bilateral l2 kyphoplasty case, the physician could not advance the balloon down the cannula. The physician drilled into one side and inserted the ibt but could not get it to advance into the vertebral body past the cannula. The physician removed the ibt to re-drill and obtain a bone biopsy and re-prepped the balloon, but the ibt would not advance down the cannula. According to the report, the ibt was tried on the other side and also failed to advance down the cannula on that side as well. The protective sleeve on the balloon was completely removed from the ibt prior to insertion and reportedly, the balloon was never inflated. A void could not be created with the balloon but the physician was able to inject the cement and stabilize the fracture so the case became more of a vertebroplasty. No patient complications were reported.